Event description:
Caller states an employee opened a vial of chemstrips and the desiccant on the strip vial burst open and got into the employee's eye. The employee went to the emergency room (ER) and had her eye flushed (contents unknown). Employee remained in the ER for "about" an hour. No further treatment was required. The employee's condition has improved. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.